Event description:
It was reported that on (B)(6) 2007: patient presented with low back and left hip pain and a diagnosis of degenerative disc disease and a bulge l5-s1. MRI was reviewed and demonstrated, ¿neural foraminal stenosis l5-s1, diminished intervertebral disc space height at l5-s1 and desiccation of the intervertebral discs.¿ patient is advised to start specific exercises from the back owner¿s manual. Patient was then offered epidural steroid injection and consented. Caudal epidural steroid injection was performed without complication. On (B)(6) 2007: patient presented with pin in legs and pinching in (pt) left side. MRI¿s reveal disc degeneration and neural foraminal stenosis. Patient is diagnosed with lumbar spondylosis and stenosis. Patient is advised to lose weight and offered caudal epidural steroid injection and patient consented. Procedure was performed without complication. On (B)(6) 2008: patient presented with worsening symptoms. Examination found patient has irritability with flexion and extension of his back. Diagnosis is lumbar spondylosis. Lateral nerve root injection was recommended. On (B)(6) 2008: patient presented and stated the last epidural injection did nothing. Examination found 90% expected flexion with irritability. Review of imaging studies show (pt) has neuroforaminal stenosis. Physician would like to try a lateral nerve root injection l5-s1 on the left. Diagnosis: degenerative disc disease and disc bulge at l5-s1. On (B)(6) 2008: patient presented with worsening symptoms. Patient has pain across his back down the left lower extremity to the posterior calf and left leg numbness. Examination finds 85% of expected flexion and restricted extension which is painful. Diagnosis: degenerative spondylosis with degenerative disc disease. Surgical options are discussed. On (B)(6) 2008: patient presented for a pre-op evaluation. Physician stated patient suffered a back injury at work in (B)(6) 2007. He has experienced pain in the l5-s1 area since the injury. Patient has had 3 epidural shots, 2 steroid injections, and 1 nerve root injection. Patient was assessed to have chronic back pain with left lower extremity radicular symptoms and was approved for the planned procedure. X-rays of the chest found patient¿s heart size to be normal, pulmonary vascularity is within normal limits, lungs well expanded and clear, and no pleural effusion seen. On (B)(6) 2008: patient presented with a diagnosis of lumbar instability and degenerative disease at l5-s1. Patient underwent an anterior radical discectomy, anterior lumbar interbody fusion at l5-s1 using local bone graft, femoral ring allograft spacer, and rhbmp-2/acs. Per the op notes, ¿it was found that as the bodies were distracted, spontaneous activity of the nerves at l5 were identified and the device was removed. Spontaneous activity resolved immediately.¿ procedure was completed without complication. On (B)(6) 2008: patient was discharged from hospital in good condition at time of discharge. Patient was on a regular diet and ambulating well at time of discharge. On (B)(6) 2008: patient presented with a little groin discomfort for post op exam. Examination found wounds were well healed and no sign of infection. X-rays demonstrate intact and in place implants and an anterior plate at l5-s1. On (B)(6) 2008: patient presented with low back pain following a fall in (pt¿s) kitchen on (B)(6) 2008. Coughing, sneezing, and bowel movements increase pain. Patient reports pain in back and in the medial aspect of right leg. Patient also reports a problem with obtaining an erection. X-rays reviewed demonstrate intact and in place implants at l5-s1. On (B)(6) 2009: patient presented with pain but with improving symptoms. Review of MRI found, ¿at the surgery site there appears to be some subsidence of the spacer into l5. This is confirmed on (pt) x-ray but it appears to be a stable configuration.¿ diagnosis: status post anterior discectomy fusion instrumentation l5-s1 with subsequent trauma. On (B)(6) 2009: patient presented with some pain in low back when (pt.) Sneezes. Examination found (pt) has 50% of expected flexion with irritability and some limited extension with irritability. X-rays demonstrate intact and in place implants with healing at the fusion mass. On (B)(6) 2009: patient presented for physical therapy evaluation. Examination found (pt) is poorly tolerant to supine lying and is tender with palpation of the lower lumbar spine and the lumbar paraspinals. Patient reports intermittent parasthesias left anterior and posterior thigh. Tightness in the lumbar myofascia was reported. Patient was reportedly very guarded in many of the physical tests. On (B)(6) 2009: patient presented for physical therapy. Patient reports diffuse soreness in the lumbar paraspinals and over the left psis and left piriformis. Patient continues with intermittent parathesis in the left anterior and posterior thigh. On (B)(6) 2009: patient presented for physical therapy. Patient still complains of tenderness in the lumbar paraspinals bilaterally. Patient claims, ¿I¿m dragging from the chemo treatment.¿ on (B)(6) 2009: patient presented with some pain when lying down, coughs, or sneezes, but only when (pt.) Lies down. X-rays demonstrate intact and in place implants with a generous fusion mass. Patient is advised to continue physical therapy. On (B)(6) 2009: patient presented for physical therapy. Patient reports tenderness in the lumbar spine. Patient reported again, ¿the chemo drains me.¿ on (B)(6) 2009: patient presented to physician and stated (pt) was feeling better. X-rays demonstrate a mature fusion at l5-s1 with anterior instrumentation. On (B)(6) 2009: patient presented and stated that (pt) was feeling better. Every once in a while (pt) will feel a little jar when stepping on uneven ground. X-rays demonstrate intact and in place implants with what appears to be a good solid fusion anteriorly at l5-s1. Physician assessment is, ¿ patient is doing well. From time to time, patient experiences some pain, stiffness, numbness, and weakness, with change in the weather, overuse, emotional stress, etc. The patient suffered partial permanent impairment as rated as 20% of the body as a whole. ¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.